Event description:
The device was used during an abdominal hysterectomy procedure. Reportedly, the instrument was difficult to open and there was tissue damage. The surgeon had sutured to correct the condition and complete the procedure. The hosptial has reported no pt injury occurred.